Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized for an unrelated reason. During that time it was noted that the left ventricular lead exhibited high capture threshold. The device was reprogrammed and the issue was resolved. The patient was stable.